Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer¿s international service technician could not duplicate the reported issue but did find the occurrence of error code in the error log. The manufacturer¿s international service technician determined that since the lease term was ending soon on the device, the repair was cancelled and the unit was returned to the sales office. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the proximal pressure sensor range error occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.